Event description:
The user's hearing performance with the device is affected after an accident (trauma) occurred on (B)(6) 2021. There was swelling at the implant site present. The user was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. Further information on the implant registration card states that four channels have been left extra-cochlea at implantation surgery. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user's hearing performance with the device is affected after an accident (trauma) occurred on (B)(6) 2021. There was swelling at the implant site present.

Manufacturer narrative:
Additional information: based on the received information, damage to the active electrode due to the reported trauma appears very likely. Further information on the implant registration card states that four channels have been left extra-cochlea at implantation surgery. However to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the devcie is affected after an accident (trauma) occurred on (B)(6) 2021. There was swelling at the implant site present.